Manufacturer narrative:
(B)(4).upon completion of the investigation a follow up report will be filed.

Event description:
As reported by the sales rep, a microsensor , a directlink module and a pressure output cable are suspected of failure after icp monitoring failure following a day of monitoring. In the process of implanting a new sensor, it was discovered that the direct link monitor would not zero the sensor. Another direct link monitor was used to complete the procedure.

Manufacturer narrative:
(B)(4). The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The device was returned and evaluated by the supplier. A review of quality records for the returned sensor found that the component met all manufacturing and quality testing/inspection specifications prior to distribution. No lot number was provided; therefore a review of the finished good lot could not be performed. Evaluation of the returned sensor found that the internal wires were broken inside the connector. The catheter material was stretched and damaged 13.5 cm from the tip and kinked 2.5 and 3.5 cm from the tip. Based on the condition of the device, no functional testing was possible. Based on their evaluation, the supplier was able to confirm the reported issue and determined the cause of failure to be related to mishandling of the catheter. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.